Manufacturer narrative:
Changes made from the initial report: ---updated the UDI number in section d4. ---updated section d9 to yes, and entered the device returned date to the manufacturer.. Per investigation by the manufacturing site: based on the damage shown above (see pictures attached), the breakage of the ceramic beak most likely has been caused by the inner shaft being pulled out of the outer shaft at an angle. If the inner shaft is pulled out of the outer shaft at an angle, this presses the ceramic against the outer shaft and this can lead to breakage. The instructions for use also state that the ceramic beak should be checked for damage before use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The reported device is pending to be returned for evaluation. Once the evaluation of the reported device is complete, a supplemental report will be made to the FDA. This complaint will be tracked and trended.the event is filed under internal karl storz complaint ID (B)(6).

Event description:
It was reported that the patient's bladder was discovered to be perforated after the cysto fulguration procedure. 3/4 way through the procedure, the surgeon notice the inner sheath's ceramic tip got broken. Another set of instrument was used to finish the procedure. After the procedure, it was noticed that the patient's bladder might be perforated. X-ray was taken and confirmed that the patient had a perforation. Upon evaluation of the patient's condition, the surgeon concluded that the bleeding was minor and open surgery was not necessary. Catheter was used to draw the blood instead. The surgeon suspected that the sharp edges of the broken sheath might have caused the perforation of patient's bladder. The broken pieces were recovered from the patient. The patient was brought back in the next day for further evaluation.